Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no communication from the station to the server. Patient information was not listed and could not be accessed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the no communication from the station to the server. A technical support specialist (tss) dial into the station via remote smart service (rss), though connection times were prolonged. Station logs, event viewer, and network connectivity were reviewed. The network was set to 100 mbps half duplex, a station database backup was completed, and a full station synchronized was initiated without dropping the database. Synchronized logs indicated a proxy connection error (504 gateway timeout) preventing grpc communication with the remote server. Follow up emails were sent, but no response was received from the customer, and the case was subsequently closed. The system functioned as intended after technical support specialist troubleshot the device.